Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change-out, inappropriate auto mode switching events due to far field r-wave oversensing were observed. Device was explanted and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of far r wave oversensing was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the far r wave oversensing could not be determined.